Event description:
White tip end of tur sheath broke off in the pt's bladder during procedure while physician was resecting prostate gland. The tip was removed at the time of discovery. Length of procedure was extended. There is no identified injury resulting from this event.